Event description:
It was reported that an asymptomatic patient underwent a device change procedure. During the procedure, the right ventricular lead exhibited loss of r wave sensing. No loss of pacing was noted due to sensing anomaly. The lead was capped and replaced on (B)(6) 2017. The patient was stable and will be continued to be monitored.